Event description:
During a follow-up, the device was interrogated and premature battery depletion was suspected. The device was explanted and replaced and the patient was stable.

Manufacturer narrative:
The battery trend data was reviewed and depletion was found to be normal. The device was measured with load at nominal settings and had a battery voltage at eri. Although battery voltage is at eri level, device has not yet triggered eri as it had not met the criteria for multiple consecutive daily eri level battery measurements. The device passed temperature cycle and vibration tests with no anomalies.